Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (200-300 mg/dl). Reportedly, the customer believes the pump settings needed to be adjusted. Customer delivered a bolus to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.